Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 5.2a. Retainer ring = black. On (B)(6) 2021 customer alleged cosmetic damage/ display screen has started to pull away. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with missing display window cover. The pump passed the displacement test. In summary, the pump was received with a missing display window cover.